Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Though the customer reported event was a device leak and reprocessing issue, not a positive culture event, olympus provided the following results of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from: tip. Cfu:no detection. Bacterial identification:n/a. Sampling date: (B)(6) 2023. Sampling from: forceps/suction channel. Cfu:0 cfu/ml. Bacterial identification:n/a. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no microbial growth was detected. The reported device leakage was confirmed; the leak was found to be at the bending section rubber. A definitive root cause of the reported device leak could not be determined, however, it is likely that the issue was the result of user handling/mishandling. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them¿. Olympus will continue to monitor field performance for this device.

Event description:
Correction/clarification of the customers reported event: the customer reported that the scope could not be reprocessed due to leakage at the insertion tube. (Not a positive culture event).

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the bronchovideoscope had a leak at 5cm from the distal end and that during routine microbiological testing, it tested positive for an unexpected contamination. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.